Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the device did not sync with the server. A technical support specialist (tss) found that required manual recovery, applied knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue", restarted services, verified communication and rebooted. Confirmed med application was running with current sync and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient and order information was updated successfully on the server, but the pyxis device did not display the new data. The device remained connected, but the updated patient profile and orders were not reflected at the station despite server-side verification and device reboot. However, there were no delays or adverse events or injuries reported based on this event.